Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a dropped ventricular pace was observed on the patient's holter monitor. It was noted the dropped pace coincided with a scheduled test, occurring at the same time each hour. The implantable pulse generator (ipg) remains in use. No patient complications have been reported as a result of this event.